Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 98-00512) in the evening of 4/23/98, the "leak in iab" alarm sounded from the system 97 pump, but no blood was noted. In the morning of 4/24/98, blood was noted in the helium tubing and pumping was stopped. The iab was removed surgically due to surgical insertion technique. A second iab was not inserted because the patient was hemodynamically stable. The iab was never returned to datascope for evaluation. (The iab was finally returned to datascope on 2/25/99) [event complications]: none from the event - reported 4/27/98. [Patient's current status]: unk - rep'd 4/27/98.